Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 506 mg/dl. The customer stated that they received insulin pump flow block alarm yesterday and blood glucose went high. The customer reported past event and alarm did not occurred during fill tubing. The customer stated that event was resolved by complete set change. The customer declined troubleshooting on insulin pump for high blood glucose. The customer's blood glucose was stable right now and started normalizing after they changed the infusion set. The insulin pump will not be returned for analysis.